Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an em 2400 main module cable was frayed. This event was observed during setup in the pharmacy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H11: the main module was received for evaluation; however, the attached power cord was not received with the main module. A visual inspection of the main module did not identify any abnormalities that could have contributed to the frayed power cord. Functional testing on the main module including electrical and system level testing were performed with no issues noted. As the power cord was not returned for evaluation, a further power cord analysis could not be completed. A service history review was performed and revealed that the device has no previous service events in the past 12 months; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.